Event description:
It was reported that the insulin pump alarmed no delivery while the device was in the customer's pocket. The blood glucose reading was 92 mg/dl. The customer stated that she cleared the alarm and tried to administer a bolus about 5 hours later, and the insulin pump alarmed motor error. She advised that the no delivery alarm was resolved when he cleared the alarm. She stated that she believed the insulin pump appeared to be functioning as designed and requested to return the infusion set and reservoir for analysis. The cause of the alarm could not be determined as this was a past event. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.